Event description:
Device issue: none. Devic event: hemorrhage requiring medical intervention. Onset of adverse event; five days post procedure. It was reported that 5 days post an uneventful left internal carotid artery stenting procedure, the pt experienced a left frontal lobe hemorrhage requiring new hospitalization. The pt was treated with nicardipine and platelets and aspirin was held. On (B) (6) 2010, head CT showed a stable left hematoma. Although requested, there was no add'l info provided. Date of stent procedure (B) (6) 2010, initial discharged to home (B) (6) 2010.

Manufacturer narrative:
(B) (4). (B) (4). Per the rx acculink instructions for use (IFU) cerebral hemorrhage is a known potential adverse event associated with the use of the device. There was no known device problem reported and no product quality discrepancies reported during inspection prior to use. In this case, the info available and relevant mfg records are not sufficient to determine relation between pt adverse events and the abbott vascular device quality. Although a conclusive cause could not be identified, the event is possibly related to operational context of the device. A review of the device lot history record did not reveal any non-conformities which could have contributed to this complaint.